Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Patient admitted to implanting center for gi work-up and close monitoring. On (B)(6) 2016: egd showed gastric avms that were treated with apc. Warfarin 5mg m/f, 7.5mg all other days. Inr 2.1 on admission. Asa 325mg daily. Gastrointestinal bleeding and av ms have been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator routine patient updates, patient was seen in clinic with hgb which had dropped from 9.7 to 7.2, and inr 2.0. Patient was complaining of fatigue and was admitted on (B)(6) 2016 for gastrointestinal (gi) work up to rule out gi bleed and monitoring. No changes to anticoagulation regiment at discharge. Patient was discharged home on (B)(6) 2016 and is said to be doing well with no further bleeding episodes. No additional information provided.